Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon had no issues passing through the non bsc guidewire. However, during the first inflation, it was noted that the balloon ruptured at 9 atms. The device was pulled out from the sheath. The procedure was completed with another of the same device. No patient complication were reported.